Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/25/2009 that a customer had an issue with a hemodialysis catheter. The client reports that the device split after 18 months utilization; no ill-effect to patient reported. The catheter was removed and replaced.